Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 360 mg/dl, which was treated with manual injection. Customer was not able to troubleshoot. Customer did not want to return infusion set nor reservoir for analysis. Customer was advised to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.